Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the encode emergence healing abutment would not engage in the implant. No surgical/medical intervention required for permanent damage. No additional appointment required. No symptoms as a result of the event.

Manufacturer narrative:
This report is being submitted to report additional information. H10: additional narratives/data zimvie did not receive one healing abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician damages screw surface (e.g. Scratches, dents resulting in removal of screw material. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.